Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02207. It was reported the pt stopped feeling stimulation on four of his pt programs and the functional programs provide ineffective stimulation. The pt reported his programs quit working after he went to a water park and rode water slides. Diagnostic testing revealed invalid impedance readings on multiple lead contacts. It was reported reprogramming around these leads was able to provide the pt with satisfactory stimulation coverage. It was reported the physician plans to perform surgical intervention. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.